Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. Upon investigation, a pulse wire in the cable connecting ECG a and b to the front therapy electrode was cut, creating a short to the distribution node pca. The root cause for cut wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes.